Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The pulled cable caused the belt to fail the lead hi-pot test. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the pulled cable. The last patient to use this electrode belt did not report any deficiencies.